Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced cervical prolapse, lateral cystocele, rectocele, vaginal mesh erosion, perineocele, pelvic pain at rest, mesh erosion, vaginal foreign body, complete intolerance to vaginal sexual intercourse due to pain (dyspareunia), tender anterior wall spanning foreign body attached to bilateral pelvic sidewalls; palpation of this spanning foreign body caused pelvic pain, bladder neck spanning foreign body also tender to palpation, pedunculated rubbery anterior wall nodules and required two surgical interventions.